Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: on what tissue was the suture used? Myometrium. The following information was requested, but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? When did the bleeding occur? What was the source and triggering event of bleeding? How was the bleeding treated? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before or during the procedure? Did the patient experience any symptoms post operatively? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a lower segment cesarean section under spinal anesthesia on (B)(6) 2025 at 9:04 and suture was used. After the fetus was delivered at 9:11, the doctor used sutures to suture the uterine fibroids and restore the integrity of the uterus. However, halfway through the suture, it was found that the tip of the needle had a barb at the front end, which could not penetrate the uterus well. The patient had a lot of bleeding, so qualified suture was replaced to continue suturing the uterine fibroids. The surgery ended at 10:05 and the intraoperative bleeding volume was a total of 550ml. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6 component code: g07002 - device not returned. H6 investigation findings: c22 - photo review. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle held with surgical forceps; the photo analysis is not clear due to the needle's position in the image. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. Can you clarify, did the needle tip bend or break? Please specify. --the needle tip bent. In surgeon¿s opinion, what might have caused the needle tip deficiency? --manufacturing process issue. Can you clarify, does the surgeon believe that the tip of the needle having a barb contributed to the bleeding? --yes. What instruments were used to grasp the needle? --needle holder where was the needle grasped during use? --the needle was grasped in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point. Is any product available for analysis? If so, please provide the return date and tracking information. --no. What is the patient's current status? Surgeon¿s name? --unk.